Event description:
It was reported that the patient has experienced an increase in seizures over the past six months. It is unknown if the increase is above the patient's pre-vns baseline frequency. It was reported that the patient experienced a generalized tonic clonic seizure a few months prior for the first time after having only auras on vns therapy for five years. Diagnostic testing showed neos - no. The patient was referred for prophylactic generator replacement. Surgery is planned, but has not occurred to date.

Event description:
On (B)(6) 2014, it was reported that this vns patient underwent prophylactic generator revision. A pre-operative interrogation and system diagnostic showed that the device was still programmed on, and diagnostics were within normal limits. The generator was explanted and a new generator was connected to the existing lead. System diagnostics in the pocket were within normal limits. The new generator was programmed on, and settings were confirmed with a final interrogation. The explanted products have not been returned to date.

Event description:
It was reported that the explanted generator had been mailed back for analysis; however, the generator has not been received to date.

Event description:
Attempts to see if the patient¿s seizure control had recovered since revision were unsuccessful.

Event description:
Additional information from the physician showed that the patient¿s seizures had improved following revision.

Manufacturer narrative:
.